Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cracks in it and showed signs of physical damage. The customer was unsure of how the damage occured, but she stated that she had gone to hospital for a broken leg a year prior. She stated that she thought that the emergency medical services accidentally damaged the device. She observed a crack over and around the back of the insulin pump, at the top right hand corner of the screen, on the outside of the up and down buttons and lining up with the up button. The blood glucose reading was 8.3 mmol/l. Advised replacement of the insulin pump. Nothing further reported.